Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: excessive force.

Event description:
It was reported that this was venous closure of the right common femoral artery using a prostyle device after an electrophysiology ablation interventional procedure using an 8f sheath. Reportedly, that the plunger was depressed, however, the plunger was stuck and could not be removed during step 3. The footplate was stuck open (would not retract). Force was used to lower the lever to close the footplate and remove the device. No vessel damage was noted. Access was maintained and a new prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The retraction problem could not be confirmed as the plunger was not returned. The difficult to open or close could not be confirmed as the plunger was removed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The mechanical jam of the plunger cannot be verified nor cause determined as it was not returned. The difficult to open and close would be expected if attempted with the plunger in place. Factors for the mechanical jam include but are not limited to, manufacturing, and an interaction with tissue that causes a needle to strike the foot or calcium and induce a needle shank to bend. It was reported that force was used to close the foot. It should be noted that the prostyle instructions for use (IFU), states: ¿do not apply excessive force to the lever when opening the foot and returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair.¿ in this case the plunger could not be removed, therefore the physician was forced to attempt closing the foot to reduce risk of vessel injury. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.